Manufacturer narrative:
A clinical evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging; no further data is available. As such, event determination, off-label conditions, related patient harms, and patient disposition could not be independently assessed. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system. Correction: h6 device code - remove 1354 conclusion code - remove 11

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated with the afx2 bifurcated stent graft and endurant (non-endologix) cuff and leg stents. Approximately one (1) year post initial procedure, an aneurysm enlargement was detected by CT; on echo examination, a leak-like (endoleak) observation was additionally detected. Angiography was completed on (B)(6) 2018 and the physician suspected a type ii endoleak, so the procedure was converted to open surgery. During the procedure, a pin-hole (type iiib endoleak) was confirmed on the main body graft and blood was leaking from it. The physician elected to seal the hole with tape and the procedure concluded without incident. There have been no additional patient sequelae reported.